Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device found the battery capacity was depleted and revealed a short circuit condition message and fault codes (fc) 1004 and 1007. A boston scientific technical services consultant informed the caller of the meaning of the fault codes and stated that with the battery depleted there is no way to review the episodes. The consultant recommended replacement of the device and the associated right ventricular (rv) lead. The patient is not device dependent and the physician would like to downgrade the patient to a pacemaker and potentially utilize the rv lead as the pacing/sensing lead. A revision procedure was performed and the device was explanted and replaced. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed the device had recorded three faults indicating a short circuit condition was detected during a shock delivery. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
--